Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A video was also provided. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that during a laparoscopic total gastrectomy, after firing on the esophagojejunostomy, the anterior wall side had type b incomplete staple formation and the staple line was incomplete. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of bent center rod. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: make certain the space between the cartridge and anvil is closed and ensure that the green bar is visible in the indicator window prior to firing the stapler. The safety will not release if the green bar is not visible in the indicator window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: eeaorvil25a; eeaorvil25a eea orvil 25mm automaticdv; (lot number: n4j1907y), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the laparoscopic total gastrectomy, on the esophagojejunostomy, after firing the anterior wall side had type b incomplete staple formation. It was noted that the staple line was incomplete. Manual suturing was performed to reinforce the staple line. The surgery was extended by thirty minutes.